Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The reported failure of the c-34 error was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned original equipment manufacturer (OEM) for repair. The complaint regarding errors c-34 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting errors c-34 on vio integrated electrosurgical generator unit (iesu), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the iesu to resolve the c-21 error. Isi has received the generator, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer was having an error c-34 with the vio integrated electrosurgical generator unit (iesu). At this time, it is unknown how the customer completed the robotics procedure. The iesu was replaced after the completion of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the coagulation function did not work. The site already replaced energy cable and power cycled the integrated electrosurgical generator unit (iesu) but symptom remained. The tse confirmed error c-34 presence in the logs. The tse informed that no user action will correct or fix the fault suffered and informed the caller that the only one validated, tested and recommended electrosurgical unit (esu) with dv is the covidien force triad generator. The caller stated that they did not have it. The site asked if vio 300d generator was compatible and the tse reminded site that the only validated and tested with dv is the covidien force triad generator. The caller will replace the energized instrument to see improvement. It was unknown how the surgeon will proceed. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.